Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the following: after the surgical implantation of the asr hip implant device, pt suffered symptoms and damage to his body including but not limited to constant and severe pain and discomfort in his right thigh, hip-joint, and groin; the formation of metallosis and pseudotumors which have damaged bone and tissue surrounding the implant; inflammation and infection; chromium and cobalt metal toxicity; and other complications. Pt will undergo a revision surgery in the future.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.